Event description:
Per the clinic, the patient experienced sense of pressure at the magnet site, resulting in pain at the implant site and unable to use the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.